Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 15-mar-2023, the product investigation was reopened to correct/update the investigation findings which resulted in the following changes/corrections: although service for the ngen rf generator was declined by the customer, it was determined that the contributing factors to the patient adverse event consisted of excessive energy being delivered by the physician on the posterior wall (due to an insufficient number of electrodes selected as posterior wall electrodes, based on patient anatomy, and not terminating rf in time based on esophageal temperature increase) and misinterpretation of pulmonary vein (pv) anatomy, leading to excessive energy delivery in the same region of the posterior wall. Per the instructions for use (IFU), there are precautions to avoid esophageal damage such as reducing energy delivered (power/time), increasing the time between ablation, visualizing the esophagus, and/or using a temp probe. A device history record evaluation was performed for the finished device number, and no internal actions were found. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. An internal corrective action has been opened for further investigation.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) please consider field "g3. Date received by manufacturer" reported under 3500a supplemental (follow up #1) to be corrected as it was noted that the information reported should not have been submitted as a correction and rather as an additional information received. The "g3. Date received by manufacturer" has been corrected to 29-dec-2022.

Manufacturer narrative:
Device investigation details: the device investigation was completed on 16-feb-2023, which included a manufacturing record evaluation (mre). The mre was performed for the finished device with serial number (B)(6), and no internal actions related to the reported complaint condition were identified. Repair follow-up was performed by the remote support team as the device was not shipped for service or repair. It was confirmed that the system was performing as intended and service was declined by the customer. As such, the reported complaint cannot be confirmed. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). On 15-feb-2023 it was noticed that the following information was inadvertently omitted from the 3500a initial MDR. Additional information about the patient and event were obtained. It was reported the fellow (supervised by overseeing physician) started mapping and ,based on the map created, they (thought) to have a left common ostium. So they started ablating the left inferior pulmonary vein (lipv). 2 electrodes selected as pst, 20 -60 sec, 15 w. Multielectrode temperature probe was used. Esophageal temp started to raise after 15 sec (as recalled by memory). They reached 20sec and the eso temp continued to increase at, more or less, 35 sec they also switched off the adjacent 2 electrodes. Physician reports a noted a very steep temp raise, that quickly ramped up and this is why they stopped the 2 adjacent. Physician also reported that this was the first time they had to switch off the adjacent, because usually switching off pst electrodes is enough to have the temp stabilizing and then cooling down¿ max temp reached was 48°. Then moved to what they (thought) to be the left superior pulmonary vein (lspv). And they did a second burn. Same type of behavior also here, with similar temp raise . He doesn¿t remember exactly what¿s happened in this vein, but he said similar to lipv. So because of these 2 temp raise, physician took over from fellow and moved to right veins. Here they mapped 3 different veins and they isolated the 3 veins with single shots. Looking at the right superior pulmonary vein (rspv) anatomy, physician realized that lefts veins anatomy appeared to be strange, so physician went back to left and mapped and ablated the real left superior pulmonary vein (lspv). Physician reports likely they have ablated twice on the same spot because tags appeared to be really close and for sure just in front of the esophagus. Physician suggested the patient to undergo endoscopy, but patient refused because of patient's reluctancy to further treatment. He prescribed ppi (proton pump inhibitors) as per routine. After 3 weeks, patient started to feel bad but again, did not want to call the hospital. Patient was feeling really bad and finally went to the hospital for a transient ischemic attack (tia) and was hospitalized. No further information available regarding this event was provided furthermore, physician has provided the following contributory factors to the adverse event: unusual anatomy led to second ablation in lspv. Balloon was not situated properly inside the pv as seen by baseline impedance and temperature. Large impedance drop, > 50 ohms, from electrode #7 (possibly left common area and/or carina or interpulmonary ridge). This suggests that the electrode was deep in the tissue and may impede irrigation flow. Adjacent electrodes manually turned off and on corresponding with physician comments regarding manual turn off to reduce esophageal temperature increase. Overlapping electrodes between different ablations (specifically abl 2 electrode 6 & 7 with abl 6 electrode 5) may lead to unintended extension of treatment time on the same location. Additionally, patient demographic information and medical history was appropriately updated in respective fields.

Manufacturer narrative:
Device investigation details: the hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, the heliostar catheter used in this case, is not FDA approved, therefore no PMA details are available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi)procedure with a ngen rf generator and a heliostar catheter and the patient suffered a esophageal fistula and subsequently died. It was reported that during pvi procedure that took place on (B)(6) 2022, the physician utilized a heliostar catheter. The patient subsequently died on (B)(6) 2022 from a fistula between the left atrium of the heart and esophagus. During the procedure, a temperature probe was utilized in the esophagus. During the ablation a temperature rise was noticed on the temperature probe. The corresponding electrode on the posterior wall was switched off at 36 sec of the ablation. The noticed temperature was at 48 degrees celsius. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.